Event description:
It was clarified that the patient had a complete system replacement. The patient was doing great and loves the new system. Good relief was reported.

Event description:
It was reported that stimulation no longer got to the patient¿s back like it used to and was now just in her legs. The patient had new pain that developed gradually that went into the groin area bilaterally from her back and the stimulation didn¿t help or hurt that new pain whether the stimulator was on or off. The patient experienced less than 50% therapy relief in an unknown location. The patient reported she had fallen a number of times in the past six years. X-rays were performed which showed some movement of the leads but no product issue or cause of the event was determined. An MRI of the patient was planned to see if new causes of the pain could be found. At the time of the report the patient was alive with no injury. A revision/replacement of the entire system took place on (B)(6) 2014 and the patient was doing great and getting good stimulation coverage post-operatively. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3776-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4).